Event description:
The customer contacted the kit booking specialist, ms (B)(6), in order to ask a substitution for the broken item in the kit. The customer didn't report any adverse consequences.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional info become available, the evaluation summary will be submitted in a supplemental report.